Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer was using the tandem charging cable and wall adapter but had not tried leaving the wall adapter plugged into a working outlet for at least 30 consecutive minutes, as advised by technical support. Instructions were provided to attempt this solution, and technical support planned to follow up. Upon follow-up customer confirmed the pump began charging after leaving the wall adapter plugged into a working outlet for 30 consecutive minutes using the original charging supplies. Battery charging issue did not lead to a pump shutdown. Pump began charging. No further assistance required.